Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant upstream occlusion, which was not reproduced but confirmed during a review fo the device event history log. Evaluation found continuity on the upstream sensor flex tail pins. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.